Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that asnis 4.0 screw was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user-related issue. The failure was caused by incorrect extraction procedure. The device inspection revealed the following: only a portion of the screw has been received. It resulted evidently deformed in its entirety. It appears corrugate in length and its breakage surfaces look clearly warped. In addition, several scratches have been observed. All these features were very likely generated when the surgeon tried to use pliers to remove the screw. Notes. The document 'as-st-2 rev 1 asnis iii optech' was reviewed: ''removal it is recommended that the solid screwdriver be used for screw removal. This can apply greater torque and will reduce the potential for damaging the hex tip on the screwdriver." The operative technique (ies-st-1 en rev 2 implant extraction set optech) was reviewed: ¿broken cannulated screws to remove the torn-off head: step 1: select the appropriate spreading screwdriver bit. Attach cannulated teardrop handle. Insert rotation rod through the top of the teardrop handle. Insert tip into the screw head and turn rotation rod to engage and remove screw head. To remove remaining screw body (parts): step 2: insert the conical extractor (male) and extract the remaining screw body turning the conical extractor in a counter-clockwise fashion. If steps 1 and 2 are unsuccessful for screw removal: step 3: overdrill the shaft using the crown drill. Step 4: use a conical extractor (female) for screw removal. If the attempt for screw removal is not successful, follow the standard procedure for broken screw removal described on page 8.'' [Original statement(s)] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During asnis 4.0 screw extraction, hex of the screw head was worn. The surgeon tried to extract the screw with pliers, but the screw was broke. The broken parts of the screw was remained in the patient.

Event description:
During asnis 4.0 screw extraction, hex of the screw head was worn. The surgeon tried to extract the screw with pliers, but the screw was broke. The broken parts of the screw was remained in the patient.